Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that the device logs showed persistent technical failure 300 and 545 alarms. There was no patient involvement reported.

Manufacturer narrative:
The customer did not return the defective device for evaluation; however, the device log files were returned for review. The analysis of the logs found persistent alarms present which suggest that the inspiration block should be replaced. The customer was contacted to follow up regarding the replacement; however, no purchase order (po) has been received.